Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: d6b date of explant was incorrect in previous report. Correct explant date is (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22714; related manufacturer reference number: 2017865-2020-22715. It was reported that the patient had tenderness at their device pocket site, and the patient had a systemic infection. The implantable cardioverter defibrillator, right atrial lead, and right ventricular lead were explanted. There was possible vegetation noted on the right ventricular lead coil. The patient was in stable condition throughout.